Event description:
A 3.0 mm diameter x 30 mm length endeavor sprint drug-eluting coronary stent delivery system was inserted into a patient for the treatment of the lad lesion. Vessel morphology was reported as non tortuous and non calcified, with unknown % stenosis. When the physician went to inflate the balloon, it would not inflate very well and the device was removed. It was noticed that there was a hole in the shaft of the device. The physician used a balloon to post-dilate the stent as it was not fully deployed. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4). Evaluation, results: (device not received, limited information).